Event description:
It was reported that during preparation for a rotational atherectomy procedure, a leak was noted in the shaft of the burr catheter. During attempts to connect the rotalink burr to the advancer, the handshake connection could not be made and the advancer was noted to be leaking air and saline out the bottom. The burr was unable to pass over the wire as "all the water was dripping out of the middle of the wire before it got to the burr." The procedure continued with intervention with a non-bsc balloon resulting in a vessel dissection. The procedure was re-scheduled for 6 weeks later to allow time for the dissection to heal. Patient status was reported as stable. However, further information provided that there was additionally a leak in the mid-section of the rotalink burr sheath.

Event description:
It was reported that during preparation for a rotational atherectomy procedure, a leak was noted in the shaft of the burr catheter. During attempts to connect the rotalink burr to the advancer, the handshake connection could not be made and the advancer was noted to be leaking air and saline out the bottom. The burr was unable to pass over the wire as "all the water was dripping out of the middle of the wire before it got to the burr". The procedure continued with intervention with a non-bsc balloon resulting in a vessel dissection. The procedure was re-scheduled for 6 weeks later to allow time for the dissection to heal. Patient status was reported as stable. However, further information provided that there was additionally a leak in the mid-section of the rotalink burr sheath.

Manufacturer narrative:
Device evaluated by MFR: the rotablator catheter unit was returned with the handshake connection underneath the catheter housing, the handshake connection was retrieved from beneath the catheter housing. The catheter handshake connection was attached to a control advancer unit and a tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out;. No issues were noted with the unit handshake connectors. The catheter was wire guided and no issues were noted during the wire guiding of the returned catheter device. The rotablator catheter was attached to a control advancer unit was wet tested and the optimum speed was reached without issue. A leak was not evident during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).